Event description:
Customer reported she was in the gym and device got a little wet and the device alarmed button error. Customer was able to clear the alarm but now the device freezes when the buttons are pressed. Customer attempted to administer insulin and when inputting the carbohydrates the device just kept going. Customer's blood glucose was 83 mg/dl. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm or frozen screen noted. The insulin pump has cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads.